Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6001605 have already been previously tested in the complaint (B)(4) on 01/jan/2024. Test results: the reference samples were visually inspected and tested for flow and leak test. All test results were within specifications as per the complaint (B)(4). Device history record (DHR) review: the lot 6001605 was manufactured according to the work instruction (wi) version 91 manufactured in the line m10, on 28/may/2023, with a total of (B)(4) units. Welding the lot 3e05043 was manufactured according to the wi version 30, machine ls11 with a total of (B)(4) units. The lot 3e05045 was manufactured according to the wi version 30, machine ls25 with a total of (B)(4) units. The lot 3e03375 was manufactured according to the wi version 30, machine ls11 with a total of (B)(4) units. The lot 3e05044 was manufactured according to the wi version 30, machine ls24 with a total of (B)(4) units. Gluing connector the lot 3e04992 was glued according to the wi version 35, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 3e03323 was glued according to the wi version 35, manufactured in the line pegado 3, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 30/jun/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6001605 and other one complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.